Event description:
The user reported that, while assessing the baby, the cooling blanket was noted to be leaking and a puddle was formed. Infant immediately changed to new cooling blanket, dried, and stabilized. Leaking blanket was set aside for an investigation. There is no patient harm associated with this incident.

Manufacturer narrative:
The internal complaint file #cmp-002604 has been logged for this incident for traceability. We received the curewrap involved in this incident back for investigation on may 1st, 2023. Belmont received a medwatch report #1000060000-2023-8001 on (B)(6) 2023. The user reported that, while assessing the baby, the cooling blanket was noted to be leaking and a puddle was formed. Infant immediately changed to new cooling blanket, dried, and stabilized. Leaking blanket was set aside for an investigation. There is no patient harm associated with this incident the operator's manual informs the user, "if moisture or leaks are discovered in the connecting hose and/or wrap, turn off the criticool device, disconnect the power cable from its power source, and correct the problem before proceeding." The manual also provides a troubleshooting guide for water leaks, as well as the following warning statement: "water may drip from the inlet tubes of the wraps. Be sure that no electrical device or outlet is located under the criticool's water inlet or wrap tubes. When disconnecting wraps from the criticool confirm that the clamps are tight, to prevent water leaking from the wrap. "All curewraps are 100% leak tested by the manufacturer prior to release for shipment. Evaluation: upon receipt of the referenced curewrap, belmont service engineers tested it with a known working criticool unit, it was found the wrap leak could be confirmed from the upper left portion of the wrap. The fabric of the wrap was reviewed under a microscope, and it was confirmed that the leak was due to a puncture in the material of the wrap. A precise root cause of this puncture could not be determined, however all wraps are 100% leak tested prior to release. If a leak occurs, the patient may get wet, however thermoregulation will continue. In the event thermoregulation cannot continue due to the leak, the device will alarm to alert the user. The wrap can be replaced to continue thermoregulation. Belmont has provided a box of replacement wraps to the user facility to resolve this issue. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.